Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the leak was confirmed, but no noise was generated. The device evaluation found foreign material on the bending section rubber adhesive, the connecting tube was wrinkled, the light guide connector was sticky, the venting connector of the light guide connector was corroded, and the bending angle in the up direction was out of standard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera rhino-laryngo videoscope had an air leak and noise was generated. Inspection and testing of the returned device found foreign material on the bending section rubber adhesive. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. No abnormalities in the accessories used in reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3 and b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.